Event description:
While transferring resident with hoyer lift, rear rt wheel broke off causing hoyer lift to collapse to rt side with resident falling to floor. Two staff members present during transfer. Maintenance director is examining wheel, found bolt threads had stripped causing wheel to bend outward. After incident maintenance director replaced "fork" (bolt and fork being one piece) and wheel to rear rt side of hoyer lift. No physical injury.